Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 74-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a 5.5 placed via the axillary access graft for a patient admitted in cgs (cardiogenic shock). The pump was supporting but with an access site bleed/ooze. The team had to troubleshoot with pressure, redressing, and new sutures x3. The pump remains on for support while team decided upon surgery or tavr (transcatheter aortic valve replacement). The patient instead had care withdrawn the patient expired.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical details provided was sufficient to determine the root cause. The root cause of the access site bleeding was determined to be use issue because the bleed was controlled upon adding additional sutures around the graft surroundings. D4-updated model number.